Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole was created in the patient's spine in different positions than desired with navigation involved, although according to the surgeon (treating clinician): - the deviation of 1 pilot hole created with the aid of navigation was detected and corrected by the surgeon with aid of navigation, before creating the remaining pilot holes and placing the screws with aid of navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - despite there was a direct risk to harm a critical structure due to the deviating placements, and a durotomy occurred (unintended tear of the dura that covers the spinal cord and nerve roots) with csf leakage, which required a remedial action to close the csf leak and repair the cortical bone (by sealing the cortical wall with bone wax), - there was no actual (permanent) harm to the patient due to the deviating initial pilot hole, also not due to surgery/anesthesia prolong of 20 to 30 minutes. - hospitalization was not prolonged either. H6: according to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause for the deviating pilot hole created with the aid of navigation in vertebra left t8, shifted by ca. 4mm to the superior, is: - an inaccurate registration either due to the improper attachment (or obstruction or contamination) of the reflective marker spheres on the pins of the drapelink, or due to the improper attachment of the drapelink on the non-brainlab c-arm (e.g. Angled/not fully fixated). The drapelink is a c-arm array used for registration during image acquisition on the fluoroscopy scanner. Improperly attached reflective marker spheres/drapelink would cause the camera to detect the drapelink at a different location than its physical location during scan acquisition, and therefore cause the subsequent registration and navigation to be inaccurate. The resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation was recognized by the user during registration verifications, and the user decided to continue the procedure without addressing the observed inaccuracy, and to not (or only minimally) rely on aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic spine for a fusion of vertebrae t6 to t8, due to a dish (diffuse idiopathic skeletal hyperostosis) and injury at t7-t8, with intended placement of 6 spine screws bilateral for fixation (at t6-t8), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. After creation of the first pilot hole at left t8 with the aid of navigation, the surgeon detected a deviation from intended location, since a durotomy had occurred (with csf leakage), which required remedial action to close the csf leak and repair the cortical bone (by sealing the cortical wall with bone wax). According to the surgeon (treating clinician): - the deviation of 1 pilot hole created with the aid of navigation was detected and corrected by the surgeon with aid of navigation, before creating the remaining pilot holes and placing the screws with aid of navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - despite there was a direct risk to harm a critical structure due to the deviating placements, and a durotomy occurred (unintended tear of the dura that covers the spinal cord and nerve roots) with csf leakage, which required a remedial action to close the csf leak and repair the cortical bone (by sealing the cortical wall with bone wax), - there was no actual (permanent) harm to the patient due to the deviating initial pilot hole, also not due to surgery/anesthesia prolong of 20 to 30 minutes. - hospitalization was not prolonged either.